Manufacturer narrative:
(B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting. There were no related complications to the event and no patient injury. The lens was exchanged for a longer lens and the problem was resolved. The lens has a good vault and the patient is 20/20 uncorrected.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (12.6 mm) was explanted/exchanged, almost one month postoperatively, for a longer length icl to address inadequate ("low") vaulting. No report of bcva loss or other complications. After uneventful intervention uva was 20/20 and icl showed a good vault. The surgeon was uncertain what caused the reported event, but given the information that after implantation of a different lens the issue resolved it is very likely that procedure related factor (miscalculation) has caused/contributed to the event. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely root cause of the event has been determined to be due to a procedure related factor (miscalculation). (B)(4).

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).